Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2015. At the time of contact, the patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The complaint sensor device was not returned to dexcom. The pediatric receiver device(mt22430-blu/(B)(4)), used with the complaint sensor device, was returned on (B)(4) 2015. The returned complaint pediatric receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the diagnostic chart found inaccuracies. The reported event of inaccurate blood glucose values was confirmed. However, a definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The receiver data log was reviewed on 02/25/2015. The complaint of inaccurate bg values was confirmed.